Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced a high blood glucose levels. The customer's blood glucose levels was 409 mg/dl at the time of the incident and current blood glucose was 310 mg/dl. The customer's blood glucose levels were 488 mg/dl, over 600 mg/dl, 505 mg/dl, 236 mg/dl, 403 mg/dl and 463 mg/dl. The customer had symptoms such as thirsty. The customer was treated for the low blood glucose with bolus 9 units. The customer was advised to change the infusion set. The customer was advised to return the infusion set to medtronic if possible. The insulin pump will not be returned for analysis.